Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy system. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device found no damages or defects. During analysis of the returned device, the fiber optic connector was thoroughly examined and no damages or defects to the fiber optic cables, or connector housing were noted. Functional testing was then performed by connecting the advancer to the rotapro control console. When connecting the fiber optic housing to the rotapro console, there were no difficulties or abnormalities noted with the connection. During functional testing, the device was able to reach and maintain optimal rpm in both normal and dynaglide modes with no issues or abnormally high displayed rpm. The rotation speed displayed consistently between 190,000 rpm to 193,0000 rpm. Product analysis did not confirm the reported event, as the device was able to reach and maintain optimal rpm with no issues or abnormally high displayed rpm and clinical circumstances were unable to be replicated.

Event description:
It was reported that unstable speed occurred. A 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.75mm rotapro was selected for percutaneous coronary intervention (pci). During the procedure, the rotation speed was set to 190,000 rpm. However, when the position of the burr was returned to the platform inside the body at the end of the ablation, it was noted that the rotation speed increased to a maximum of 310,000 rpm. After removing the burr from the patient without using dynaglide mode, the rotawire was also removed from the body to check for any abnormalities in appearance. Both burr and wire did not show any appearance abnormalities. The procedure was completed successfully with another 2.0 mm rotapro device. There were no patient complications reported.